Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked and stretched. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 366 mg/dl. The pod was worn on the patient's back for between 36 and 48 hours. As treatment, a correction was delivered via pod and an additional correction of 10 units was administered via insulin pen.